Manufacturer narrative:
MDR 9618003-2020-00276 / device 9 of 10. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user stated that 10 wafers from 2 market units had an off-centered starter hole. Reportedly, 7 wafers were from one box and 3 from another box. The products were not used. No photo is available at this time.

Manufacturer narrative:
Batch record review: lot 9e03488 was manufactured on 05/23/2019 in the convex 2pc line with a total of (B)(4)market units. Complaint investigator performed a batch record review on 08/04/2020 to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, under international commodity code (icc) code 413181 system application product (sap) material ID 1161270 and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. Returned sample evaluation: no photo related to the reported problem is available for evaluation. Investigation summary: v. Investigation conclusion: material, method/process, manpower and measurement sections were reviewed, and it is considered none of them interfered on the incidence of the root cause, also, these sections and possible opportunities were previously covered. Based on the investigation findings through revision of the batch records documentation, process observation, personnel interviewed, methodology implemented, the root cause for this failure mode was identified as machine. As observed during this investigation the contributor factors to this failure mode were the following: a) condition of the yamaha arm b) condition of vision system cameras c) variance in the materials, cause variation in the placement. This is causing the overall variation 0.6. This accumulation of variation causes the complaint in section 1. To maintain acceptable levels of variation the maintenance for the arm will be improved. And base on the rate of complaints and the variation identify, codes with a rate higher than 10 complaints per million will be block and manufactured on the improve convex 2 pc in building 8a. The investigation associated with related event has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.